Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "bite block broke while inside the patients mouth. The tip of the bite block detached from the bite block itself- white handle and green block. The patient was intubated with a protected airway. There was no harm or consequence and the patient was reported as fine." Confirmed to happen on two separate devices from the same lot: associated complaints 3004365956-2025-00027.

Event description:
It was reported that: "bite block broke while inside the patients mouth. The tip of the bite block detached from the bite block itself- white handle and green block. The patient was intubated with a protected airway. There was no harm or consequence and the patient was reported as fine." Confirmed to happen on two separate devices from the same lot: associated complaints 3004365956-2025-00028 and 3004365956-2025-00027.

Manufacturer narrative:
Qn #: (B)(4). The reported complaint of "detached - bite block" was confirmed based upon the sample received. The customer returned one unit of 1140 bite-gard molar bite block for investigation. Visual examination of the returned sample revealed that the white handle was broken. The observed damage is indicative of breaking during use, but the exact root cause could not be determined. A review of records in our system did not identify any deviations or findings with the reported lot number. Based on the investigation of the returned sample, the root cause of this reported issue could not be determined. Teleflex will continue to monitor and trend on this issue.